Manufacturer narrative:
A5, race, is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impell 5.5 support had intermittent ventricular tachycardia. Milrinone was stopped and the patient was started on amiodarone. The patient survived.